Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) is not meeting meeting longevity expectations. The ICD currently has a battery status of mol2.

Event description:
Cpi received this ICD back for analysis in sept. 1999.